Event description:
It was reported that from our (B)(4) representative that there was a vns patient that died on (B)(6) 2011, 07 weeks after implantation and under vns therapy. The patient who had been implanted vns device on (B)(6) 2011, died on (B)(6) by myocardial infarction. During the explantation procedure, infection and fibrosis were not found. Additional information was received through a death follow-up form indicating that the patient was receiving therapy at the time of death and patient had an autopsy performed. The treating physician indicated that the patient's death was not related to vns. Further information from the autopsy report indicated that the cause of death was due to coagulative necrosis in the heart and pulmonary edema. The treating physician indicated that the patient's cause of death was of sudep and vns device was not related. The explanted generator was received by the manufacturer and underwent analysis. Analysis of the returned generator revealed that there were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the returned lead revealed that other than typical wear and explant related observations, no anomalies were identified within the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.